Manufacturer narrative:
(B)(4)

Event description:
The patient underwent a thrombectomy procedure in the m1 segment of the left middle cerebral artery using a penumbra system 5max ace reperfusion catheter and a velocity delivery microcatheter. Following the successful thrombectomy procedure, the patient experienced a mild distal embolic infarcts with a possible relationship to the penumbra system, angiographic procedure, and index stroke. No actions were taken and the event was resolved three days after the procedure. Three months post procedure; the patient had some residual deficits.

Manufacturer narrative:
Conclusion: distal embolization is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00647. The hospital discarded the device.